Event description:
The reporter stated that when the aa4203tl single piece silicone lens sterile pouch was opened, it was noticed that the lens haptic was broken. No pt contact or injury.

Manufacturer narrative:
A work order search was performed for the lens. Visual inspection of the returned product showed that one lens haptic is partially torn off and missing. Clear surgical and reddish residue/debris on the product. An empty mtc-60c fp cartridge tray was returned with lot # 1182247. A lens work order search was performed and no similar complaint was found within the search. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined.